Event description:
The operator attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The device was inserted and the foot was deployed without difficulty. Upon needle deployment, it was reported that the device moved up and partially out of the arteriotomy. The device was removed over a guidewire. Upon examination of the device, it was discovered that the posterior foot of the device was missing. The physician believes that the portion of the foot that broke off was lost in the pt because after needle deployment the device came up and out of the arteriotomy, as there was no posterior foot to keep the device in place. An angiogram was performed to try to locate the portion of the foot; however, the portion of the foot was not found. The physician stated that there were no vessel abnormalities noted. Manual compression was applied to achieve hemostasis. The pt was discharged home the next day. It was reported that the pt is doing fine to date.